Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a bio ID was failed, and user was unable to login. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was reported to be signing out during station use or login. A field service engineer (fse) inspected and verified the issue by moving the all-in-one (aio) while the customer attempted to sign in. The fse removed the aio and reseated the bio-ID cable, along with all docking board connections and found wire tie connections were loosened. The fse then rebooted the station and conducted multiple tests during login and moved the aio on the swivel mount to resolve the issue. The system functioned as intended after the field service engineer repaired the device.